Event description:
Rvtip to rvcoil lead impedance warning on (B)(6) 2025 this transmission was reviewed by the cle-mc team and met field communication guidelines. Lead warning rv-tip to rv-coil 190ohms. Trends indicate steady around 200 ohms. First warning today (B)(6) 2025. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)"